Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 16083966. Model/catalog description:linear st lead kit 70 cm. Model number/catalog number:sc-8216-50. Serial number: (B)(4). Batch/lot number: 15822914. Model/catalog description:artisan lead 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.